Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a saline mentor smooth round moderate plus profile 325cc and experienced capsular contracture baker grade IV on the right breast. The patient felt hardening of the breast, pain and scar tissue. As a result, the patient had undergone explantation in 2012.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record ( DHR) of lot number 5895778 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).